Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to detect an upstream occlusion during intravenous (IV) infusion therapy of 20 units of pitocin (oxytocin injection), the patient "had not been contracting well." It is understood that the patient, who was having child labor contractions, "had been on pitocin since 5 am" however the "bag was still full." The nurse inspected the IV setup and also discovered "that the line at the top was clamped." As per the customer, the pump did not generate alarms for the upstream occlusion, and the pump screen indicated that it was still infusing the drug to the patient. The nurse unclamped the lines and restarted the medication on a new infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The customer reported that the line was found clamped above the pump, which could have contributed to the event. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.